Manufacturer narrative:
Philips has investigated this complaint. A philips field engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting actions determined that the system's geometry pc was not turning on due to an electrical short to the xper computer. Analysis of the system logs indicated that there was a malfunction with the geo-pc. The fse disconnected the xper computer from the cy box and replaced the fuse. After replacing the fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot up.the system was not in clinical use at the time of the reported event. There was no reported patient or user harm.